Event description:
User facility mandatory medwatch was received that stated: "critically ill pt received intravenous fluids via symbiq pump when IV pump failed. Channel b prompt 'service soon, delivery motor failure.' Pump was immediately removed from service and another pump was available to promptly hook up to the pt. No adverse outcome to the pt. The symbiq pumps are leased from an outside agency and outside agency notified of equipment failure." Upon further query the following was provided that indicated that at an unspecified time, an unspecified channel of the pump was programmed to deliver an unspecified concentration of insulin, and the delivery was started. No specific pump programming parameters were provided. After an unspecified length of time, it was reported that the pump displayed "service soon, delivery motor failure" with an audible alarm tone. The pump was removed from clinical service. Therapy was resumed using a replacement pump. Although there was potential for serious injury, the customer contact indicated there were no adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The report number is (B)(4). The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.